Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found one conductor wire was broken at the yaw pulley exit. The wire was detached from its connection at the grip. Electrical continuity testing failed. The yaw pulley showed no signs of arcing. Other cables were not damaged. Additional observations not reported was the yaw pulley was missing a .132 x .060 piece opposite to the conductor break, allowing the grip to move within the pulley and have a larger range of motion in yaw. Various scratches on the distal end of the main tube showing light material removal and a rough surface finish were also found. The scratches were short in length and not axially aligned with the tube. Failure analysis concluded the damage may be due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; missing yaw pulley and tube abrasions with material removed ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, a wire separated on a fenestrated bipolar forceps instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.